Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a trochanteric fixation nail advance (tfna) procedure on (B)(6) 2018, the tap for tfna screw broke off in the patient. During the procedure, the surgeon struggled to drill into the femur neck, then took the tap and started tapping. The tap broke off in the patient and the broken fragment was left in the patient. The surgeon closed the patient with plans to revise at a later date. It was unknown if there was a surgical delay. Concomitant device: drill (part: unknown, lot: unknown, quantity: 1). This report is for a tap for screw. This is report 1 of 1 for (B)(4).